Event description:
It was reported that insulin cartridges for the ilet system were leaking from the top of the cartridge during setup and use, consistent with a device leak involving the reservoir component; education was provided to ensure the connector needle is centered during the next supply change, and replacement supplies were arranged. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with leakage at a seal, aligning with a leak/splash issue at the reservoir component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.